Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were dusted. Additional malfunctions include the compressor was loud, the nylon ties were loose, the gear clamps were loose, and the smart pack filters were dirty.